Manufacturer narrative:
(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Date of event: the date of the event was not reported. Lot: the lot number was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Initial reporter postal code: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by a healthcare professional that a patient underwent mechanical thrombectomy of a cerebral artery occlusion with a 5mm x 33mm embotrap ii revascularization device (et009533/unknown lot number) and experienced slight bleeding. The exact timing of the bleed is unknown. The complaint device is not available for evaluation. No further information was provided.

Manufacturer narrative:
Product complaint # ==> (B)(4). Updated sections on this medwatch: b4, b5, e1, e2, e3, g3, g6, h2, h6 and h10. Section b5: additional information received on 21-jan-2022 indicated that the embotrap was used at the distal m1/m2 segment of the middle cerebral artery (mca). The bleeding occurred at the m2 segment. The bleeding was considered minor, and the patient was asymptomatic. No medical/surgical intervention was performed for the event. The physician monitored the patient and verified hemostasis at the end of the procedure. The patient¿s hospital stay was not prolonged as a result of the event. The patient has been discharged from the hospital and is being followed up on an outpatient basis. The physician commented that there was a possibility that the embotrap ii was pressed during deployment. Additional information received on 01-feb-2022 indicated that no medical intervention was required for the bleed. The patient was monitored during the procedure and the physician confirmed hemostasis. The patient did not suffer from a minor or major stroke as a result of the event. No neurological deficit was observed. There was no report of a device malfunction with the embotrap. The physician commented that the cause of this issue could be that he/she pushed the embotrap during deployment. No further information was provided. E.1: the initial reporter phone: (B)(6). Complaint conclusion: it was reported by a healthcare professional that a patient underwent mechanical thrombectomy of a cerebral artery occlusion with a 5mm x 33mm embotrap ii revascularization device (et009533/unknown lot number) and experienced slight bleeding. The exact timing of the bleed is unknown. The complaint device is not available for evaluation. No further information was provided. Additional information indicated that the embotrap was used at the distal m1/m2 segment of the middle cerebral artery (mca). The bleeding occurred at the m2 segment. The bleeding was considered minor, and the patient was asymptomatic. No medical/surgical intervention was performed for the events. The physician monitored the patient and verified hemostasis at the end of the procedure. The patient¿s hospital stay was not prolonged as a result of the event. The patient has been discharged from the hospital and is being followed up on an outpatient basis. The physician commented that there was a possibility that the embotrap ii was pressed during deployment. The patient was monitored during the procedure and the physician confirmed hemostasis. The patient did not suffer from a minor or major stroke as a result of the event. No neurological deficit was observed. There was no report of a device malfunction with the embotrap. The physician commented that the cause of this issue could be that he/she pushed the embotrap during deployment. No further information was provided. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Hemorrhage secondary to vascular injury is a known potential adverse event associated with endovascular mechanical thrombectomy for acute ischemic stroke cases and is listed in the embotrap ii instructions for use (IFU) as such. With the information provided, it is not possible to determine the root cause of the event. However, there are vessel characteristics, patient and procedural factors that may have contributed to the reported event. There is no indication that the device malfunctioned, or that the event is related to the device design or manufacturing process. Intracranial hemorrhage is a serious injury and the relationship of the embotrap to the reported event cannot be excluded. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.